Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that customer experienced low blood glucose. The customer¿s blood glucose level was 3 mmol/l at the time of incident. The customer did not provide information about symptoms of low blood glucose value. It was unknown if the customer was using auto mode or not at the time of incident. No further patient complications were reported. Troubleshooting was performed and the customer will continue to use the device.